Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net with multiple non-sustained right-ventricular oversensing (nsrvo) episodes. Upon review of the stored electrogram it was revealed that the issue was caused by the atrial paced events intermittently blanking the r-waves. Additionally, the p-waves were very small and weren¿t being properly sensed by the device. Programming changes were discussed. No intervention or additional information was reported.